Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between (B)(6) 2025. This report summarizes 1 event for the failure: fracture. 1 event had no health consequences or impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: corrected data: b5, h1, h6, h11 1 event was previously reported during the reporting quarter; however, 1 previously reported event was included under MFR report # 3015967359-2026-99073 but should be included under this report. 1 previously reported events are included in this follow-up record. Product return status: 1 device was not available for evaluation. Evaluation findings (results/components): 1 device: no findings available / part/component/sub-assembly term not applicable. Product disposition: 1 device: product not received.